Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-extension, upn: m365sc3138350, model: sc-3138-35, serial: (B)(4), batch: 7075069/7075099.

Event description:
It was reported that the patient had an infection at the extension site and paddle lead incision site. Symptoms of infection were increased pain and burning on the right side under the bandages. When the physician removed the bandages, pus was draining at both sites of infection. The patient underwent an explant procedure. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
It was reported that the patient had an infection at the extension site and paddle lead incision. Symptoms of infection were increased pain and burning on the right side under the bandages. When the physician removed the bandages, pus was draining at both sites of infection. The patient underwent an explant procedure. The explanted devices were not returned to bsn as they were kept by the medical facility. Additional information was received that the physician believed infection occurred during the trial period and the cause of infection was unknown. The patient was placed on PICC line antibiotics.